Manufacturer narrative:
Block h6 device code a050702 is being used to capture the reportable event of cinch failure to cut. Imdrf code f2301 is being used to capture the reportable event of additional device required. Block h3 at this time the device is currently undergoing technical analysis. The investigation is not yet complete. A supplemental report will be submitted once the results are available.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic submucosal dissection (esd) procedure on (B)(6) 2026. During the procedure, the cinch failed to cut the suture. The physician broke the handle and tried to deploy the cinch manually; however, it did not work. Endo scissors were used to cut the suture and remove the device from the patient. The procedure was completed with another device from the same model. There was no patient complications reported as a result of this event.